Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of bacterial peritonitis was unknown. It was reported that the patient was hospitlaized for the event. Antibiotic treatment for peritonitis was discontinued. The patient recovered from peritonitis and was discharged. Action taken with pd therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (1gram, once in 4 days) and amikacin injection (125mg, once daily) for peritonitis. The cause of peritonitis, hospitalization, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.